Manufacturer narrative:
The device was received not deployed. Investigation discovered an 0xcb alarm was generated in the pod data, indicating lvd (low voltage detection) interrupt was detected. The downloaded data shows that the device completed first prime at 49 pulses before being deactivated. The device never completed second prime, which explains why the device was received not deployed. No timeouts or drive stalls were observed in the pod data. To ensure if the observed hazard alarm would repeat, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data showed no timeouts or drive stalls. The downloaded data did not generate any hazard alarms and the device was able to complete first and second priming sequences. The drive mechanism was inspected for damages or abnormalities that could contribute to an early deployment of the needle and no issues were found. The fluid path, needle mechanism, and drive mechanism were inspected for damages or abnormalities that could contribute to the generated alarm. No issues were observed in the inspection. The exact cause of the hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.